Event description:
The physician intended to implant a 2.25 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the cx. It was reported that there was a difficult tortuosity leading into the ostium/proximal lcx and difficulties were encountered accessing the target lesion. The target lesion was pre-dilated prior to attempted stent deployment. The 2.25 x 18 mm stent was successfully positioned in the circumflex branch and an attempt was then made to advance a 2.75 x 30 mm endeavor resolute stent towards the direction of the cx, in the medial-distal third. Difficulties were encountered positioning the 2.75 x 30 mm stent and it was reported that it became entangled with the previously placed 2.25 x 18 mm stent in the proximal segment of the cx, where there was a plaque of 30% stenosis. An attempt was made to remove the 2.25 x 18 mm stent. The delivery system was successfully removed however the stent had dislodged from the delivery system in the proximal cx. Several attempts were then made to position the 2.75 x 30 mm stent, however these were unsuccessful and it was also removed from the patient. Stent struts were observed to be damaged on removal. The target lesion was successfully treated using a 2.75 x 24 mm stent. No clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared and damaged. A number of struts on the 5th, 6th and 7th proximal stent segments were partially raised and deformed. The 10th, 11th and 12th proximal segments were severely deformed with numerous struts raised and pulled distally.

Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent patient's condition affected effectiveness of device (difficult tortuosity leading into the ostium/proximal lcx), related to another drug/device (endeavor resolute stents became entangled with one another), related to operational context (difficult lesion morphology - endeavor resolute stents became entangled with one another). Conclusions: device failure/lack of effectiveness related to patient condition (difficult tortuosity leading into the ostium/proximal lcx), operational context contributed to event (difficult lesion morphology - endeavor resolute stents became entangled with one another). (B)(4).